Manufacturer narrative:
Continuation of d10: ddpa2d1 ICD, implanted: (B)(6) 2024, 5076-45 lead implanted (B)(6) 2009. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that one day post device replacement procedure, the right ventricular (rv) lead exhibited a sudden increase in pacing impedance and triggered an alert for out of range (oor) high pacing impedance. In addition, the rv lead triggered alerts for oor high defibrillation impedance and oor high superior vena cava (svc) defibrillation impedance. The lead remains in use. No patient com plications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that a revision was performed to correct the loose set screw. The implantable cardioverter defibrillator (ICD) remains in use.